Manufacturer narrative:
(B)(4). The abbott field service representative (fsr) was dispatched and found that the wash zone 1 and 2 manifolds had excessive dried buffer buildup present. The fsr cleaned the wash zone manifolds. Also, the fsr replaced and calibrated the stat pipettor as a precaution. The fsr stated that the likely cause of the erratic troponin was due to excessive buffer buildup on the washzone manifold. The complaint analysis and trending system was reviewed and no adverse trends were identified the architect system operations manual was reviewed and found to adequately address the issue of erratic assay results. A probable cause listed is wash zone manifold leaking with the corresponding corrective actions instructing the user to check for salt crystals and/or liquid on or around the wash manifold valves and/or fittings and to contact the area customer support if crystals or liquid are observed. This is the final report.

Event description:
The account stated that an initial architect troponin result of 0.12 ng/ml was generated and reported. The sample was repeated on the same analyzer with a result of <0.03 ng/ml and on a different architect analyzer with a result of <0.03 ng/ml. There was no report of impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.